Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient was admitted but pyxis showed under preadmitted and customer was unable to change the patient from preadmit to admitted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 16-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that unable to change the patient from preadmit to be admitted a technical support specialist (tss) dialed into the server using rss and ran the patient info query as well as the all-patients orders and medications query. While reviewing the results, identified a message indicating that only specific adt message types can change a patient from pre admit admitting (a01 = admit). Instructed the customer to ensure that one of these message types is sent from adt for the patient. Contacted the customer for an update, and they verified that the patient¿s status is now correctly showing as admitted. The system functioned as intended after the technical support specialist troubleshot the device.